Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to authenticate and login to stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to authenticate and login to stations. A technical support specialist spoke with pharmacy staff, who confirmed that all users had been able to log in again and that the issue was no longer occurring. The tss reviewed the es server and confirmed that the login issue had resolved on its own without further intervention. The system functioned as intended after the technical support specialist investigated the issue.